Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat crease, opening on posterior, delamination on valve, and white particles. Leak test and microscopic analysis were performed which identified: striated opening, crack opening on valve and delamination (<75% partial separation). Based on the device analysis the final assessment is: a striated puncture due to surgical damage, consistent in the use of some surgical tool, a cracked valve seat diaphragm valve and delamination partial of the valve (adhesive failure). Reason for reoperation: deflation.

Event description:
The device has been explanted.